Event description:
The customer observed discrepant sodium results generated on the alinity c processing module for one sample. The following results were provided: (sodium reference range = 134-143 mmol/l). (B)(6) 2024 sid (B)(6): sodium 119 mmol/l, repeated same sample (sn (B)(6)) =140 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
The field service representative recommended the customer perform multiple troubleshooting procedures including part replacement and cuvette washing. The customer performed the recommended troubleshooting, and the issue was resolved. However, a definitive likely cause could not be determined and the alinity c processing module serial number (B)(6), was considered the likely cause. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending did not identify any trends for the alinity c processing module. The device history record review did not show any nonconformances for the current complaint issue. Labeling was reviewed and found to adequately address the issue. Based on the available information, no systemic issue or deficiency of the alinity c processing module for serial number (B)(6) was identified. All available patient information was included. Additional patient details are not available.